Event description:
Boston scientific was notified that during an event when the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was delivered, it protruded to the parent artery. When the device was pulled back, resistance was felt. Though it was pulled again, it stopped moving when about 1-cm was pulled. When it was pulled more, the pusher wire was cut. Then, when the excelsior 1018 microcatheter was pulled out, the main coil remained twined and it was protruding from the aneurysm. The main coil was pulled out with a snare and the embolization was finished successfully.